Event description:
It was reported approximately 6 months post placement of this stent, a routine stent exchange was attempted. The stent reportedly broke up removal and a segment remained in the pt. The detached segment was retrieved without incident and another stent was placed. There were no pt complications involved. A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated approximately 43cm of the proximal segment of the device was not returned for evaluation. The returned distal segment was approximately 23cm in length. The area of separation was very jagged, slightly compressed, and elongated. This stent was placed 6 months prior to routine stent exchange and displayed characteristics consistent with compression and continual exertion against resistance, a very jagged compressed break site with elongation. The extrusion did not exhibit any embrittlement or degradation, therefore, co does not attribute this event to the device. Directions of use state: "when long-term use is indicated, the stent should be evaluated for replacement at three (3) month intervals."